Event description:
Customer reported noticing fluid under the display of the screen. Customer stated that they jumped into the pool with the insulin pump on. Customer's blood glucose reading at the time of the call was 289 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with no moisture damage on the electronics, motor, vibrator and battery tube assembly. Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window, stained end cap sticker and cracked belt clip slot.